Event description:
It was reported that the customer experienced fluctuating blood glucose levels (52-300 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.